Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. The issue began the day prior to th complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/06/2013 with the following findings:a review of the pump history showed several pump reboots. The battery cap threads were found to be stripped. The battery cap¿s height and width measurements were found to be within specifications. A test cap was used to complete investigation. There was no corrosion in the battery compartment or on the cap spring. The battery compartment was found to be cracked in two places at the threads. The pump performed the rewind, load, and prime steps with no loss of power occurring. The pump was exercised for 24 hours on a one unit per hour basal program with no loss of power observed. The pump was removed from the case and inspection revealed no defects to the power circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.